Manufacturer narrative:
The reported product is not expected to be returned as the device was reportedly discarded. A follow-up report will be submitted if product is returned or additional information is obtained. The device manufacturing date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A healthcare professional reported that the customer received a low reading of 'lo' (< 40 mg/dl) on the adc freestyle libre sensor, as compared to a blood glucose reading of 'hi' (< 500 mg/dl) on the healthcare meter. There were no reported symptoms, but the customer was treated with 11 units of humalog insulin by a healthcare professional. It was reported that the customer is permanently hospitalized in a psychiatric hospital. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
No product has been returned. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. .

Event description:
A healthcare professional reported that the customer received a low reading of 'lo' (< 40 mg/dl) on the adc freestyle libre sensor, as compared to a blood glucose reading of 'hi' (< 500 mg/dl) on the healthcare meter. There were no reported symptoms, but the customer was treated with 11 units of humalog insulin by a healthcare professional. It was reported that the customer is permanently hospitalized in a psychiatric hospital. There was no report of death or permanent injury associated with this event.